Event description:
Impella cp was inserted in 66-year-old male patient who presented in cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was noted as scai shock stage d. The impella was placed at an outlying hospital and it was noted that there was a stable hematoma at the access site. It was also noted that an iabp was placed in that groin previously. The patient was transferred to another hospital. The patient had a significant drop in hemoglobin that required a total of 4 units of packed red blood cells. The device was subsequently removed; surgery was involved however there is limited information on to what degree of closure intervention was taken.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
Section d brand name corrected. Asae / major bleed / hematoma : the cause of the access site adverse event was not determined due to insufficient clinical details.